Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter in an ak 98 machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and photographs were provided for evaluation. Visual inspection of the photos showed the product during use with visible fluid pooling under the filter. Functional leak testing of the dialysate side was performed, and a leak was observed originating from a crack in the housing near the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, the product was used by the customer after the expiration date and therefore the reported condition was not verified. The cause of the crack was determined to be related to the contact of the housing material with the disinfection medium. Corrective action preventive action and change control records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.